Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2021)

Event description:
It was reported that sometimes post port placement, the patient allegedly experienced pain and swelling during infusion. It was further reported that the port was removed and the physician noticed excess fluid and blood in the port pocket. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport clearvue isp attached to a catheter was received. The investigation is inconclusive for the reported fluid leak as striations were noted on the catheter surface and the exact circumstances at the time of reported event is unknown. No non-coring needles or infusion sets were returned with the sample. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2021). H11: b3, b5, h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post port placement, the patient allegedly experienced pain and swelling during infusion. It was further reported that the port allegedly leaked upon removal. The procedure was completed using another device. The patient current status is unknown.